Event description:
It was reported to boston scientific corporation that a captiflex micro oval snare was used during a colonic polypectomy procedure on (B)(6), 2009. According to the complainant, during the procedure, the snare was able to extend properly; however, the physician had issues closing the snare loop. They were able to remove the snare from the patient without any issues. Another captiflex micro oval snare was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complaint device has been returned to the manufacturer; however, a failure analysis has not been conducted. Upon completion of the failure analysis, if there is any further relevant information, a supplemental medwatch will be filed. (B)(4).